Event description:
This is 1 of 2 reports linked to mfg report numbers: event reported from a post-market clinical program: a facility reported a hakim valve (ID 823832) and a bactiseal catheter (ID 823072) were implanted on (B)(6) 2022 due to subarachnoid hemorrhage. The patient underwent clipping of the left middle cerebral artery, followed by hydrocephalus. On (B)(6) 2024, a follow up computed tomography (CT) scan revealed post-operative changes consistent with a ventriculoperitoneal shunt, with poor drainage at the proximal catheter, suggesting possible catheter obstruction. The patient's family was instructed to perform manual compression 100-200 times daily as conservative management, and recovery has been smooth. Currently, the patient is in stable condition with no complications. The device is still implanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was not returned for evaluation as the product remains implanted therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer, could be due to biological debris occluding the catheter or a kink in the catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.